Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that pacing impedance was out of range since (B)(6) 2024, with bipolar lead failure detected (B)(6) 2024 and unipolar lead failure on (B)(6) 2024. Noise evident on recent recordings. Advised lead evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. (B)(6) 2024 lead was capped due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.